Event description:
It was reported that during a da vinci surgical procedure, it was observed that the tips on the double fenestrated grasper instrument were not opening/closing correctly. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed at the proximal clevis hub. The clevis did not exhibit any wear. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.